Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pins 1, 3, 4, and 5 of adapter were burned and pin 2 was missing. Carefusion scrapped the adapter and shipped a replacement ac power adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter was plugged into the ventilator incorrectly resulting in the plug and ventilator being damage. There was visible charring on the side of the ventilator's power input lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.